Event description:
It was reported the procedure was cancelled after the needles were placed due to the adapter cable being unable to maintain a connection.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.